Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (product lot no., product catalog no.,expiry date and UDI no), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated port site ventral hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿a supraumbilical incision was made. The hernia sac was dissected out. A ventralex st mesh was placed into the abdomen and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent incisional ventral hernia, adhesion, hereby underwent laparoscopic repair with explant of ventralex st mesh. Per operative notes, ¿an incision was made through old incisional site. The hernia sac was dissected out. Previously placed ventralex st mesh was excised entirely. The defect was closed with sutures primarily.¿ (B)(6) 2021 - patient was diagnosed with recurrent incisional ventral hernia, adhesion thereby underwent open repair with implant of synthetic mesh.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.